Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the rate dropped from 72 ppm to <55 ppm. The device could not be reprogrammed.